Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. * could you please confirm if did the patient suffer from any consequence due to the issue? Please provide more details * what is the lot number? Event related to mw # 2210968-2022-06725, mw # 2210968-2022-06726. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a total knee replacement procedure on (B)(6) 2022 and suture was used. The needle kept breaking away from the suture and it was not under any excess tension. It happened on three different strands from the same box. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
(B)(4). Date sent to FDA: 08/30/2022 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 analysis summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that one packet of product code j258h was returned with the packaging closed. Upon initial inspection, of the sample, no external damages were observed on the packet. In order to evaluate the conditions of the returned sample, the packet was opened, and no defects were detected. The swage and attachment area was noted to be as expected. The suture was dispensed without problems and examined along of the strand to detect any issue related no defects were observed during the evaluation. A functional test was performed, and the pull force result was above the minimum requirements. The device performed without any defect noted. A manufacturing record evaluation was performed for the finished device batch rhmquh, j258h and no non-conformances were identified. Related events captured via 2210968-2022-06725 and 2210968-2022-06726.